Manufacturer narrative:
Our field service engineer was on site and investigated the reported issue. The expiratory cassette of the ventilator was found faulty and needed to be replaced. The ventilator passed pre-use check and returned to clinical use. The logs from the ventilator was not received. The replaced part was not returned for our further investigation. Therefore, the root cause of the reported issue could not been identified.

Event description:
Manufacturer ref.#: (B)(4).

Event description:
It was reported that the ventilator failed pre-use check. There was no patient involvement. Manufacturer ref. #: (B)(4).